Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On jul 12 2021, it was noticed h5. Labeled for single use? Was marked incorrectly. The field has been updated appropriately.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initial reporter phone: (B)(6). Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a ce med height tissue expander 550cc and experienced deflation (side unknown) post-operatively. The deflation was discovered during removal on (B)(6) 2020.